Manufacturer narrative:
The ventilator was investigated by our field service engineer. The nozzle unit in the o2 gas module was replaced but was retained by the user facility so therefore not returned for investigation. No ventilator logs were provided. The nozzle unit is a part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece, and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit must be replaced during preventive maintenance, which is approximately every 12 months/5000 hours of operation. Since the replaced part was not returned for investigation, the root cause of the reported failed pre-use check has not been determined.

Event description:
It was reported that the ventilator failed o2 cell/sensor and internal leakage tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).